Manufacturer narrative:
(B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm and in a patient over the age of 45 years old. (B)(4).

Event description:
Article stated that the surgeon implanted icl implantable collamer lens in a patient's eye. The lens was explanted with cataract extraction and iol placement due to an anterior subcapsular cataract (asc). Patient reported vision as fair or worse due primarily to cataract. Additional information has been requested, but has not been forthcoming.

Manufacturer narrative:
(B)(4)